Event description:
The dentist reported the non-osseointegration of 1 implant ti alvin implant (5.0) 5.0x16, 1 to 4 months after it was placed in patient's mouth. Immediate load was performed and patients had low bone quality. No further information was given.